Manufacturer narrative:
No product will be returned for evaluation.

Event description:
A company representative reported a pt stated, he is getting an infection at the site where he places his insulin infusion set. The pt stated it does not occur every time he uses an infusion set but about every third headset change. Repeated attempts to follow up with the pt were unsuccessful. The pt did not repot blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.